Manufacturer narrative:
This event was recorded under (B)(4). G2: foreign - event occurred in japan. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during kit inspection the device is not cutting the graft properly. No patient involvement as a result no harm or surgical delay occurred. Diligence is complete.

Manufacturer narrative:
This report is related to (B)(4) and is relaying final investigation results. The following sections were updated. B4 b5 d4 g3 g6 h2 h3 h4 h6 h11. Review of the most recent repair record determined the device was not cutting properly; the device would not power on and was out of calibration. The motor, sleeve, head screw seal, spring seal, bearings, hinge throttle gasket, machined head, poppet, and external e-ring were replaced, and the device was recalibrated to resolve the reported issue. The event is confirmed. DHR was reviewed and no discrepancies related to the reported event were found. This device is used for treatment. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.